Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that patient's tritanium cup was revised due to loosening.

Manufacturer narrative:
An event regarding loosening involving a primary tritanium hemi cluster hole cup 50mm was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed the information insufficient and rejected it for a medical review. Primary operative reports and x-rays are required to further investigate this event. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event was not confirmed based on the insufficient amount of information provided. Primary operative reports and x-rays are required to further investigate this event. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. Further information such as medical records and returned devices are needed for further investigation. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient's tritanium cup was revised due to loosening.